Event description:
Additional information received on (B)(6) 2016 stated patient first experienced pump movement on (B)(6) 2016. Manufacturer was contacted for personal therapy manager not making good connection to pump, and were sending antenna/wand to use with ptm for better contact with pump. The pump movement, ptm lockouts, and were said to have not been resolved. The cause of the pump movement was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# serial# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2016 from the hcp. It was stated that the patient was in for a refill and never received their replacement antenna. The patient was still having ¿issues¿ reported in the initial call with communicating with the ptm. An antenna request was sent.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 10 mg/ml morphine at 2.733 mg/day via an implantable pump for non-malignant pain. It was reported that a bolus was unexpectedly declined. The patient was intermittently getting an x on the screen, but would not get a bolus. The patient could not clearly describe the screen she was seeing, so they were unsure if it was the lockout screen or the bolus denied screen. It was noted that when the patient would attempt another bolus, she would have a lockout of 5 hours and 59 minutes. It was also noted that the patient did not feel like she was getting the medicine. The pump pa logs and the ptm technical report were obtained. The patient was locked out "this morning" [(B)(6) 2016], but logs showed she received the boluses as requested and no lockout was confirmed. It was confirmed that the logs showed the patient did experience lockouts on (B)(6) 2016. An antenna was to be sent to the patient. It was then stated that the patient was "kinda chubby" and it was hard to feel the pump. It was noted the pump "moves around," so she could see where there would be interference.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.